Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence due to fluid loss in the system. A surgical procedure was performed to remove the aus. No complications were reported.

Manufacturer narrative:
An estimated date was entered into the d6a implant date field as the exact date of implant was not provided. Information provided stated device was implanted in 2012. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported symptoms of recurrent incontinence and positional incontinence, and the reported device allegation of fluid leak are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. A risk review was completed; altered therapeutic response, and fluid leak are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.